Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there were repeated recoverable faults and a message saying check vp (video processor) connection. Prior to calling, the customer rebooted the system, but the issue persisted. A technical support engineer (tse) the breaker was on and all connections were secure. The tse provided additional troubleshooting steps with a restart and power cycle; however, the issue persisted. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. This unit was installed into the test system and running video test, 1 minutes sine cycle, 10 power cycles & sitting idle for 1 hour and the reported issue could be replicated. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.